Event description:
The right ventricular (rv) lead was returned, analyzed and tested out of specification. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed and the proximal conductor of the lead developed a fracture due to flexing while in vivo; the rv (right ventricular) defibrillation coil developed a fracture due to flexing while in vivo. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action, returned product testing found the device did perform as described in the field action. Products: 4194 lead implanted: 2005 (B)(6); 407645 lead implanted: 2005 (B)(6). (B)(4).